Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation.

Event description:
As per account, this type and size of foley catheter was inserted in one of our patients today and the balloon busted. The nurse reported using about 25cc of water when she heard a pop, not sure if this is an isolated incident. The brand is not our usual brand.

Manufacturer narrative:
(B)(4), the batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
As per account, this type and size of foley catheter was inserted in one of our patients today and the balloon busted. The nurse reported using about 25cc of water when she heard a pop, not sure if this is an isolated incident. The brand is not our usual brand.